Event description:
Pt. Had continuous ambulatory peritoneal dialysis catheter placed at another facility 11/97. Catheter has not been draining well. On 2/9/98, pt. Had laparoscopic repositioning of catheter. On 2/11/98 developed bloody dialysate fluid which resolved without further surgery. 4/13/98 pt taken to operating room for removal of infected continuous ambulatory peritoneal dialysis catheter.